Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during a mid urethral sling placement procedure. According to the complainant, during the procedure, the patient had a bladder perforation. Subsequently, the sling was taken out of the bladder and was reportedly placed back in the patient. The complainant added that the device was not damaged so the same device was used to complete the procedure. The patient was placed with a catheter for a week. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.